Event description:
"According to the sales person, the surgeon wanted to put our mayfield carbon on the maquet carbontable (frontal). The sales representatives were working with maquet but till today, they did not find a solution with maquet. The surgeon performed the surgery but he did not have access/view to the appropriate part of the brain." It is unknown whether the patient incurred an injury as a result of this event. The event led to increase the surgery time (no information for how long). Additional information received on (B)(6) 2012: "it was not because of a failure of our mayfield product, he just couldn't move the table like he wanted during the 3d imaging. The surgeon and the operating room staff knew about this already before and where informed about this moving limits!"

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.